Event description:
(B)(6) 2026, information was received from a patient (pt) regarding an external device. The reason for call was pt reported that while charging their implant, a message appeared stating "software problem: 1_intellis, 2_3.6, 3_243, 4_qf_port," and pt removed and reinserted the battery pack before the call and then received the memory problem message. Agent provided education on the software problem message and assisted pt with updating the date and time, and agent instructed pt to monitor the issue and call back if the issue persists. On (B)(6) 2026, additional information was received from the patient. Patient called back in and reported that they were not able able to advance past no device found. Patient noted the recharger was getting warm. Patient attempted to recharge but the device numbers showed up as 0-0-0. Agent sent a request to repair to replace the recharger. Patient confirmed event date as (B)(6).

Manufacturer narrative:
Continuation of d10: product ID 97745. Serial# (B)(6), product type programmer, patient. Product ID 97755. Serial# (B)(6), product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the [recharger], model [97755], s/n (B)(6), revealed no anomalies were visually observed, no device found message x 2, scrapped due to failing bench test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction sent to change fdm code from b20 to b17. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.